Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
During a redo atrial fibrillation procedure, an ep-xt diagnostic catheter was selected for use. It was reported that during the procedure, the physician gained access, transseptal access, and positioned the catheter. He then placed the agilis sheath, and then looked up at intracardiac echo, and noticed a small pericardial effusion. The procedure was cancelled. No further patient complications were reported.